Event description:
Intra-operative incident: small segment of bone was being cut, and the metal pin inside the kerrison snapped. Xray films required to rule out possibility of foreign body. No patient harm.

Manufacturer narrative:
(B)(4). The complaint instrument was returned to carefusion and an evaluation was performed. This instrument is manufactured by an approved third party manufacturer (s&a martin) of carefuion. The instrument was manufactured in october of 2013. The hardness of the instrument was measured and found to be at 46.7 hrc, which is within specification (43-48 hrc). The cutting edge of the ronguer was tested, which produced a clean, acceptable cut. A bench test was performed using 5 identical instruments in order to test the performance of the device when cutting hard materials, and to expose the pin/shaft to extreme stressing/pulling/twisting forces. This was completed to determine possible factors that could lead to the pin being torn out of the upper shaft. The testing was unable to damage the instrument or dislodge/bend/break/contort the pin or shaft. This confirmed that the material/material thickness and pin/rail/shaft design are adequate for its intended purpose. The device would never be exposed to these extreme forces during normal intended use. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the manufacturing or material of the instrument that would have contributed to this reported issue. Other than extreme misuse, incorrect or rough handling, or use for a purpose other than its intended use, the exact root cause could not be determined. A review of the carefusion complaint system was performed for this instrument over the last five years. There have been no other reported complaints of any kind for this instrument during this time period. The reported issue will continue to be trended and evaluated by carefusion. The manufacturing site has not had a report of a snapped pin for any of their product codes.

Manufacturer narrative:
(B)(4). The complaint device has been forwarded to the manufacturer for evaluation. A follow up will be sent if additional information is provided by the customer or and evaluation is completed by the manufacturer.